Manufacturer narrative:
Additional information: intuitive surgical, inc. (Isi) has received two fenestrated bipolar forceps (fbf) instruments associated with the event and completed failure analysis investigation. The instruments were analyzed and found to have a dislodged conductor wire. One fbf instrument (part #471205-19; lot #k14250904-0311) was found to have a segment of the conductor wire dislodged from the yaw pulley. A loop of the wire was protruding above the outer surface of the main tube. The wire insulation was not damaged and the instrument passed the electrical continuity test. Components adjacent to the dislodged wire showed damage. The instrument was also found to have a dislodged grip cable crimp from the yaw pulley. The grip cable crimp was installed on the cable but was no longer seated within the yaw pulley. The other fbf instrument (part #471205-19; lot #k14250904-0304) was found to have a segment of the conductor wire dislodged from the yaw pulley. A loop of the wire was protruding above the outer surface of the main tube. The wire insulation was not damaged and the instrument passed the electrical continuity test. Components adjacent to the dislodged wire showed damage. The instrument was found to have a dislodged grip cable crimp from the yaw pulley. The cable crimp was installed. The instrument was also found to have a broken bipolar yaw pulley in the area of the grip cable crimp. A broken piece was missing as a result of the breakage. The size of the missing yaw pulley piece was approximately 1mm x 1mm.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive a da vinci product to perform failure analysis. Note: this medwatch report (MDR) captures the procedure converting to an open approach. Refer to mdrs with MFR report #s 2955842-2026-16409 and 2955842-2026-16411 for MDR submission against the instruments used during the event.

Event description:
It was reported that during a da vinci-assisted surgical procedure, several instruments did not behave as expected when installed on an arm. Due to the customer reported issue, the customer elected to convert the case to open surgery. An intuitive surgical, inc. (Isi) technical support engineer (tse) reviewed the customer's system logs and identified errors indicating that arms had collided at startup and instrument were not properly engaged on arm 1.